Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the steps that will be taken to resolve the issue as being "have conferred with doctor's office, going in for a consultation, possible adjustments, or removal." The patient also noted that with their implant, the wire was placed on the left, not the right and the results are not the same.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence adn urinary/bowel disfunction. It was reported that they have not had any success from the device ever since it was implanted. Patient also stated that they were also getting little shocks and jolts. Patient also stated that the lower part of where the implant is sore and bruised. Patient stated that with the wire on the right side, it worked great on the trial. Patient also mentioned that "it stays sore and twinges and gets shock where the battery is." Patient also stated that they had tried all programs available and made adjustments, but it's not working. Patient denies any falls or accidents that may have caused a damage to the ins. Agent redirected the patient to the healthcare provider (hcp) to have the device checked and to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.